Event description:
A 75 y/o female with history of chronic pain secondary to arthritis and arachnoiditis. Pt has an indwelling medtronic interspinal morphine infusion system in place. Pt recently noticed decreased pain relief. Contrast was injected through side port of indwelling pump. Documented catheter leakage was noted per fluoroscopy. No evidence of contrast flowing into interthecal fluid. Catheter was noted to still be present in spinal canal.